Event description:
It was reported that an MRI was being done as the pump was not delivering the medicine to the spine. They were checking for a "tumor" around the pump. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported the patient had reported a decreased benefit with the device despite increased dosage. A rotor study was reportedly performed in office however the results were not provided.

Event description:
Additional information reported that for the last three refills, spanning almost a year, the residual volume of drug in the pump had been off by about double what was expected. On (B)(6)2013, the expected residual volume was 4 ml, but 8 ml was taken out. This had been about what the other refills were like. The patient had been experiencing an increase in pain. It was noted that the patient had a couple of magnetic resonance imaging (MRI) scans, but those have been 'fine.' The pump started back up after them. Troubleshooting was to be performed. The drug in the pump was hydromorphone. Eleven days later it was reported that a catheter access port study was performed and fluid was received back. Everything seemed fine with the catheter. A revision was to be scheduled in order to further explore the issue.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical devices: product ID: 8835, serial#: (B)(4), product type: programmer, patient; product ID: 8709, lot#: j10901r54, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).

Event description:
Additional information received reported the exact length of the stalls due to MRI's were unknown to the reporter. The patient reportedly underwent a revision, was doing fine now and receiving therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomaly.